Manufacturer narrative:
Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side tissue expander breakage. The device remains implanted.